Manufacturer narrative:
Evaluation results/conclusion: (dilated aortic neck), (migration and endoleak). Other (required secondary invertion).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 52 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the stent graft had migrated into the aneurysm sac and resulted in a contained rupture. The aortic neck appears to have dilated up to 30 - 31 mm in diameter and the stent graft lost the proximal seal and fixation. The aneurysm had enlarged to over 7 cm. The decision was made to implant an aneurx aortic cuff and a talent aortic cuff proximal to the aneurx bifurcated stent graft which successfully resolved the endoleak and the stent graft migration. A good seal was achieved with no endoleak present. No additional clinical sequelae were reported and the patient is fine.